Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins was overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient's implantable neurostimulator (ins). It was reported that patient's battery was overdischarged. Patient reported not charging in 3 months due to hospitalization from leg surgery. No troubleshooting was performed at the time of the report. Patient was going to be seen on (B)(6) 2018. The issue was not resolved at the time of the report. Hcp had no further information. Additional information was received from a manufacturer representative (rep). It was reported that the rep performed a physician mode recharge (pmr) and the ins was out of overdischarge, but they had been charging for a while and the ins was still not getting to 25% to allow the rep to clear the power on reset (por). Technical services (ts) told the rep the ins battery was unstable thus it can take a while to charge up. The recharger was maintaining 8 coupling bars and there was no suspicion that the recharger was bad, however, ts told the rep they could also try a different recharger. No further complications were reported/anticipated.